Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip did not come out. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 04/24/2012. Additional information: did the device fire at all? No, this event occurred at the 1st firing. Did the device jam? No information. Which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? No information. Was there any torquing or twisting of the device present at the time of firing? No information. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No information. Was the device fired after this incident in or out of the patient? Yes, out of the patient. What were the indications for surgery? What was found? No information. Does the patient have any relevant history of surgical treatments? If so, what? No information. Did somebody other than the primary surgeon fire the instrument? If so, whom? No information. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the device, eight clips were conforming according to our manufacturing specifications; during the last firing, the tip of the advancer slid toward tissue stop causing that the jaws remained closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; malformed clip was released. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.